Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing or chamber. The patient also alleged of having polyps and black spots in sinus, headache, dizziness, shortness of breath, congestion and nasal or throat irritation or soreness. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 22, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient has polyps and black spots in their sinus, congestion, headaches, dizziness, shortness of breath, nasal/throat irritation/soreness, and that the device has particles in the tubing and chamber. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed a dust-like contamination on the top enclosure. Potential insect residues were observed in the bottom enclosure and iso port. Scuff marks were observed on the bottom enclosure. A brown-colored contamination was observed on and in the iso (international organization for standardization) port and on the rear panel. An unknown contaminant was observed on the bottom of the rear panel. The iso port had a hair-like contaminant on the exterior. A yellow-colored contaminant was observed on the front panel and interior of the bottom enclosure. A dust-like contamination was observed in the bottom enclosure and on the blower. A keratin-like substance was observed on the blower seal and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.